Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaint on the lot number 9863022. On march 19th 2025, no sample or picture was received, so we cannot determine exactly at which stage of production the product was contaminated. The catheter is packaged in this sheath by our tunisian subcontractor which was informed about this issue. Our subcontractor has re-sensitized production operators about "hair presence" in november 2024 and about good manufacturing practise in may 2024. The primary packaging was made by our hungary's site which was informed about this issue. Our hungarian site performed its investigation: the issue was caused by a human failure. So the action is: all involved employees have been retrained. The operators are aware of the rules, the mistake was caused by inattention. Checking the quality databases revealed no anomaly in connection with the described defect.

Event description:
According to the available information, as the hospital opened a package there was a hair (possibly eyebrow or lash) inside one of the sterile packages. The package was sealed and not opened.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaints on the lot number 9863022. B3: estimated date.

Event description:
According to the available information, as the hospital opened a package there was a hair (possibly eyebrow or lash) inside one of the sterile packages. The package was sealed and not opened.